Manufacturer narrative:
(B)(4). The customer reported that the battery was not charging. There was no report of pt involvement. Philips went to the customer site and further clarified that the unit failed to power up on ac power. The ac power supply was replaced to resolve the failure.

Event description:
The customer reported that the battery was not charging. There was no report of pt involvement.